Event description:
It was reported that during implant the device sensed noise and no electrocardiogram (ECG) signal was observed. Re-positioning and sensitivity adjustments did not improve signal quality. The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.